Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a spinal leak right after implant.

Event description:
It was reported that the patient experienced severe headaches when he sits up since implant. It was believed to be spinal headaches caused by catheter implant. It was later reported that the health care professional (hcp) revised the catheter. At the end of the case they were able to aspirate. The pump was used to infuse baclofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.